Event description:
It was reported that externalized conductors were observed on a chest x-ray; all electrical parameters were normal. The lead remains implanted. The patient will be monitored via merlin.net and in clinic follow up.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received indicated that the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 13.0-13.2cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 40.2-40.8cm and 42.5-42.9cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.5-12.7cm from the distal tip. Internal insulation abrasion was noted at 11.2-11.7cm, 20.0-22.2cm, and 35.5-36.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.8-4.1cm and 5.9-6.2cm from the distal tip. The etfe coating was abraded at these locations.